Manufacturer narrative:
The s7 boot up failed. The computer screen was black. The patient data space was too big. After remove redundant the patient data, the equipment was back to normal. The issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system boot up failed, and the computer displayed a black screen. There was no patient present.